Event description:
A cartridge alarm was reported during insulin therapy. There was no adverse impact reported on the customer¿s blood glucose level, with the value not exceeding 500 mg/dl. Customer reverted to using multiple daily injections as a temporary insulin delivery method.